Event description:
After successful insertion, the ed nurse noticed blood spraying out of the bd nexiva extension tubing approximately 1-1/2 inches from the luer adapter. The clinician reported the leakage as excessive as 10-20ml of blood leaked. The patient is in stable condition.

Manufacturer narrative:
The sample was received on (B)(4) 2011 and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).